Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump displayed a depleted battery message while plugged in during power up. The biomed found a pump motor drive phase b post and physical damage to the top case and right plunger case. There was no reported adverse event.